Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the base of the trial articular surface post broke upon extraction. The two broken pieces were collected and there was no impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and the post has fractured off. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.